Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation flow sensor. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
The exhalation valve flow sensor (evq) was returned to medtronic¿s product analysis laboratory. The evq was returned without the seal, diaphragm, or safety filter. A visual inspection was performed and it was found that there was contamination on the hot wire element. An investigation was performed and the evq failed calibration. The root cause of the reported issue was isolated to customer mishandling. If information is provided in the future, a supplemental report will be issued.